Event description:
Physician attempting to use one endeavor resolute drug-eluting stent (3.00mm x 24mm) to treat a calcified lesion in the lad with 90% stenosis but the device could not pass the lesion. The lesion had been pre-dilated. The patient is good. No clinical sequelae were reported. Evaluation summary: the stent had moved distally on the balloon. Crimp impressions were visible along the exposed balloon surface. A number of struts on the 12th proximal stent segment were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 90% stenosis and calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 90% stenosis and calcification. Inherent risk of procedure ¿ (stent deformation). (B)(4).